Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm was installed performed the brake drop test and the arm did fail. The axis 1 and 2 brakes were replaced as a fix. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance (pm) of the da vinci surgical system by the intuitive surgical inc. (Isi) field service engineer (fse) it was found that the patient side manipulator (psm) failed the weight holding test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.